Manufacturer narrative:
Model number/catalog number: sc-2316-50e, serial number: (B)(4), batch/lot number: 5136882, model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
A report was received that during a lead pull procedure while pulling off, the patients lead broke off and the lead contacts were left inside the patients body. The physician believed that there was a device malfunction.

Manufacturer narrative:
Sc-2316-50e (sn: (B)(4)). Device evaluation indicated that the complaint was confirmed. Visual inspection revealed that the top eight electrodes are separated from the distal end. Electrodes 1-8, lead body, and the proximal end of the lead were not returned. Visual inspection of the fractured cables revealed fraying of the breaks, lack of necking and discoloration associated with welding, and the proximity of the break points to the edge of the insulation indicate that the cables didn't break at or near the welds. These observations suggest that there were no issues during the welding process in manufacturing. Review of the device history record revealed no anomalies. It appears that resistance was felt during the lead pull and lead was subjected to excessive tensile load causing damage to the distal array. Sc-2316-50e (sn: (B)(4)). Device evaluation indicated that the visual inspection revealed that the lead was cleanly cut approximately 39 cm from the distal end of the lead. The proximal end of the lead was not returned. The clean-cut damage is a result of a typical explant procedure and it is not considered a failure.

Event description:
A report was received that during a lead pull procedure while pulling off the patients lead broke off and the lead contacts were left inside the patients body. The physician believed that there was a device malfunction.